Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 14698612.

Event description:
It was reported that the patients leads had high impedances. It was noted that the patient experienced non device related falls. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted device will not be returned as it was disposed by the facility.